Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had a suspected fracture. When the lead was removed from the device header, it continued to show oversensing and noise.

Manufacturer narrative:
Concomitant medical products: 8637-20 neuro pump, implanted (B)(6) 2018; 8780 catheter, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two lead alerts on the right ventricular (rv) lead due to elevated sensing integrity counters and non-sustained ventricular tachycardia episodes approximately two weeks after the device changeout. Bipolar sensing noise was reproducible with pocket manipulations. It was also thought that there was a grommet/setscrew problem with the device. Reprogramming was done. The rv lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.